Manufacturer narrative:
The device history record for the lot reported was reviewed and no issues were observed. The product was manufactured, inspected and released in compliance with manufacturing procedures. The valve was not explanted and it can not be determined what caused the issue reported. An unused unit from the same lot, serial number (B)(4), was returned by doctor for evaluation and no issues were found. The issue could not be confirmed. Doctor informed that preop iop was greater than 40mmhg. At the end of surgery, viscoelastic was injected. At post op, follow up patient had iop between 5 and 6. It was required for doctor to inflate the eye and to increase steroids.

Event description:
Overfiltering ahmed valve. Patient required anterior chamber reformation during the first week of surgery. Had very low eye pressure.